Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 3 days, route not reported) and meropenem injection (1 gram, once a day for 14 days, route not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.